Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred intermittently. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged between 87-175mg/dl.